Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n194857003, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported at refill (which was done without difficulty) when the needle was extracted from the skin a small amount of blood seeped from skin but then a hematoma kept enlarging over the pump site. The physician accessed subsequent area above pump and started aspirating clear fluid from around the pump. A total of 18ml was withdrawn. Due to the clearness of the fluid from the pump pocket the physician suspected a pocket fill. The entire 20ml instilled during refill was in the pump. The pump system was delivering dilaudid and bupivacaine. There were no patient symptoms or complications associated with the event. The patient's status at the time of report was "alive-no injury."

Manufacturer narrative:
(B)(4).